Event description:
It is reported that the pt is currently suffering form metallosis.

Manufacturer narrative:
The products implanted in conjunction with the tm shell are unk, therefore product compatibility cannot be confirmed. Neither operative notes nor x-rays have been returned for review. The component fit and orientation per the surgical technique is unk. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Attempts have been made to obtain additional information however, no information has been received to date. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution tot he reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.